Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion test" was not reproduced. The device was tested for upstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "upstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion testing. This occurred in the biomed service department. There was no patient involvement. No additional information is available.